Event description:
After priming IV "verasafe infusion set", while attaching set to patient line set, it became disconnected at blue top of loading set piece. Door of pump was not yet closed but tubing was clamped below so no air entered line at baby end. Baby was isolated from line, and a new line checked for failure primed and hung. Defective tubing lot/reference sheet saved and put in administration mailbox on unit. Near miss situation for air embolus, unintentional fluid bolus or bleeding risk as well as potential infection risk.  Work flow interrupted and delay in hanging IV fluid.